Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery low alarm. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that this was not the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer stated the battery cap was not loose, cracked or damaged. Customer stated that the battery compartment spring was not damaged or corroded. Customer also stated that the insulin pump did not alarm battery failed alarm. The insulin pump will not be returned for analysis.